Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), depression ("depression"), intermenstrual bleeding ("bleeding in between menstrual cycle"), heavy menstrual bleeding ("heavy bleeding during menstrual cycles"), dyspareunia ("pain during sex") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (salpingectomy and oophorectomty). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, depression, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), intermenstrual bleeding ("bleeding in between menstrual cycle"), heavy menstrual bleeding ("heavy bleeding during menstrual cycles"), dyspareunia ("pain during sex") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (salpingectomy and oophorectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, depression, intermenstrual bleeding, heavy menstrual bleeding, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pelvic pain / chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), depression ("depression"), intermenstrual bleeding ("bleeding in between menstrual cycle"), heavy menstrual bleeding ("heavy bleeding during menstrual cycles"), dyspareunia ("pain during sex") and abdominal pain ("abdominal cramping"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysteroscopy and essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, depression, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: insertion of essure also reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: fallopian tubes, bilateral salpingectomy. Segments of benign fallopian tubes with patent fimbria. Specimen source: a: bilateral fallopian tubes gross description: received in formalin labeled the patient's name and "bilateral fallopian tubes" are 4 segments of tube. Two of the segments have patent fimbria at one end, 7 by 0.5 and 5 by 0.5 cm respectively. The other 2 segments are about 3 cm long and both contain wire in the lumen. Both of the fimbriated ends are sectioned. Findings: normal mid position uterus sounded to 9cm, bilateral tubes and ovaries wnl, essure devices removed intact bilaterally, bilateral tubal ostia visualized and wnl, without evidence of essure device remaining. Tissues/specimens removed or altered: bilateral fallopian tubes with essure device. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical records received ¿ reporter¿s information updated and new reporters were added. Lab data information (pathology report), and additional details about essure removal surgery were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.